Event description:
This rv lead shows noise with delivered shock and 2 aborted shocks due to a shock impedance of less than 20 ohms. The physician will evaluate the lead.

Manufacturer narrative:
We were notified that this lead was capped and replaced on (B)(6) 2019. The physician was not sure if the device or a lead issue caused in appropriate shocks so he replaced both. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.